Event description:
Emergency department reports that the premierpro pressure infuser bag (#8810) was being utilized in competency-based education. During demonstration of the bag use, the entire seam along one side of the bag split open making the bag non-usable. There was no patient involvement.